Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000222, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during navigation for a tlif case. The inaccuracy was reported to be 3 mm superior and a couple mm lateral. They respun the patient to check accuracy, and a screw had been placed in the canal. Surgery was rescheduled, and they will be doing a lateral cage instead of the tlif. Cc was on site and was able to replicate the initial complaint. The instruments he tested were shown floating 3 mm superior in the software when he was touching bone. The further he moved the instruments into the model, the more accurate it became, before losing accuracy again. He tested 2 different instruments, 2 different reference frames, and both sides of the o-arm trackers, and consistently saw the same inaccuracy. This occurred intraoperatively, and there was no delay.

Manufacturer narrative:
Section e initial reporter updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.